Event description:
It was reported that a piece of the device fell off before the procedure. A piece falling off during a procedure could cause an infection. No known patient involvement or procedural delays were reported with this event.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that a piece of the device fell off before the procedure. A piece falling off during a procedure could cause an infection. No known patient involvement or procedural delays were reported with this event.